Manufacturer narrative:
H3 other text : the device serviced by third party service center.

Event description:
The device was returned to a third- party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the device has an error related to the circuit board. A default restore has been completed. There was no report of patient harm or injury. During the evaluation of the device, the third- party service center visually inspected the device and found evidence of foam degradation. In addition, there was a reboot error found with the circuit board. The service center executed a default restore, upgraded the software, and cleared out the error. The complaint was confirmed.